Event description:
On 6/24/2024, a sales representative reported via sems- (B)(4) that an 0468-000 t-handle, cannulated, large hudson broke when tightening the troch nail to the jig. There were no pieces breaking off inside the patient. The case was completed successfully, and no further information was provided. A photo is attached. This was discovered during an intertrochanteric fx im nail procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, 0468-000, t-handle hudson, batch 140794, was received for investigation. Upon visual inspection, it was noted that the distal end had circumferential grinding marks on the collar. There were also nicks and evidence that fragments had broken off within the cannulated shaft. Functional testing was not performed due to the damage of the device. The most likely cause of this condition is misuse due to the exerting excessive force/friction during use or insertion.